Event description:
It was reported that the patient presented for a generator changeout procedure and was experiencing syncope. Upon review, the atrial lead exhibited noise, low pacing impedance, and had no lead slack. The atrial lead was capped and replaced on (B)(6) 2021. No patient consequences.